Event description:
(B)(6). It was reported that during the procedure for treatment of a 30 mm de novo lesion in the heavily calcified left internal/common carotid artery, pre-dilatation was performed aggressively and a 7-10 x 40 rx acculink stent was deployed. The stent foreshortened due to the heavy calcification. A second stent was deployed to cover the remainder of the diseased area. Post-procedure same day, the patient became hypotensive with blood pressure 75/33 and developed confusion that evening thought to be secondary to the hypotension. Hypotension was treated with medication (levophed). Head computed tomography scan impression indicated kinking of the left internal carotid artery below the skull base resulting in 72% diameter reduction in the lumen. Hypotension and confusion resolved the following day without sequela. The patient was discharged two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of hypotension, confusion, and vasoconstriction are known observed and potential patient effects as listed in the rx acculink carotid stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.